Event description:
The operator activated a handpiece near a piece of gauze. The gauze had caught on fire, and saline was poured onto the gauze to put out the fire.

Manufacturer narrative:
The generator in question was returned and evaluated by conmed's distributor, (B)(4). (B)(4) reported that the machine had performed as intended. However, (B)(4) was unable to confirm that an injury did not take place. To be consistent and conservative, conmed is notifying the f.d.a. Of this potentially adverse event. Device serviced by distributor.